Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) level of 54 mg/dl after dinner. The user treated with glucose tablets, after which bg rose to 236 mg/dl before bedtime and subsequently trended downward overnight. The user managed all lows independently with oral glucose and did not require medical assistance. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.